Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and, during evaluation, determined that the batteries were ejecting at normal rates and that a sticking battery is usually caused by contamination, which the local biomed should check on other units. During testing, the o-ring was found to be leaking and was cut/broken in half; it was replaced o-ring buna-n 1-008 n70 (0354-00-0208). The coiled cable tie-down was replaced (0125-00-0028) due to being physically broken at the screw connection. Three special seals were installed (0348-00-0185), as none were present on the extra seal post. The doppler tether assembly was replaced (0997-00-0596) because the cord and internal components of the reel were missing. A preventive maintenance inspection was completed concurrently with the repair, and the unit passed. A full calibration was performed. The unit passed all functional and safety tests per factory specifications and was returned to the customer. The repair was completed successfully, and the product passed all functional and safety tests per manufacturer requirements.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the batteries of cardiosave intra-aortic balloon pump (iabp) pops out and can't power on device. There is no patient involvement.